Event description:
It is reported that during installation of the loop rod in the operating room, the nozzle of the loop rod fell off. As a result, the articulation of the loop rod withdrew during the passage into the colon of the muscular wall, supported by a lever mechanism. It is further reported that the small removable part is back in the abdomen.

Manufacturer narrative:
Based on the info provided this event is deemed serious injury. The following clinical consequences for the pt is reported as follows: very inflammatory and edematous colon and that the operation was extended for more than 15 minutes. Further info reports that the period between the date on which the sales representative became aware of the complaint and the date of notification to the (B)(4) resulting in pending an appointment with the surgeon to have the necessary info for this report, and the completed form by the complainant. No additional pt/event details have been provided to date. A return sample for evaluation is not expected. Should additional info becomes available a follow-up report will be submitted. Reported to the FDA on (B)(4) 2013. Note: the actual date of event is unk, so the date used was the date convatec became aware.